Event description:
Patient reported left side "inflammation", "breast disfigurement", and "psychological distress." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inflammation/irritation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: inflammation/ irritation.

Event description:
Patient reported left side "inflammation", "breast disfigurement", and "psychological distress." Device has been explanted.